Event description:
It was reported that the device was used during a gastric bypass. It was reported by the rep that the (1) tl60 staples did not form on the first firing. The instrument was reloaded and the second fire was fine. There was no consequence to the pt.